Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and air gas module were replaced and returned for investigation. The air and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient. The o2 gas module was found to be oscillating in the production test system for gas modules. The deviation was caused by a nozzle unit in the o2 gas module. The air gas module was found faultless. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that the matching event on august 21 during the time period 01:36 to 06:20, had several alarms for high o2 concentration and high pressure. The pre-use check was confirmed to be successful both before and after the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).